Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer had removed the battery and left the battery out for a day. After reinserting the battery, the alarm persisted, and none of the buttons worked. The customer's blood glucose was 217 mg/dl. Troubleshooting was done. The customer was about to deliver a bolus when she received the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted during the bolus delivery. Intermittent act button response was noted due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.